Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient underwent the total hip revision surgery due to pain and elevated chromium levels in blood.